Event description:
Customer reported to horiba medical (horiba) that the abx micros 60 hematology analyzer (micros 60) had very poor quality control recoveries. Horiba technical support (ts) assisted the customer via telephone. Customer reported they have lost their service key and have not conducted any maintenance for many weeks. Ts advised the customer to purchase a new key and new controls, as soon as possible. Ts also advised the customer to perform auto clean cycles to clean the system per the user manual's instructions. Customer ordered and rec'd new service key and new controls. Micros 60 is now operating per specifications. There was no report of any adverse event or injury requiring medical intervention or pt treatment.